Event description:
It was reported that during follow-up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. There were no adverse consequences to the patient. Subsequently, a single ventricular oversensed event was observed via remote transmission. Patient remained asymptomatic. Myopotential oversensing was suspected. Lead measurements were stable. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.